Event description:
Five years postoperatively, it was reported the valve was explanted due to calcification and stenosis. No further info is available at this time. Additional info has been requested.